Event description:
Discordant results were obtained on patient samples on an advia centaur xp instrument prior to discovering that quality controls (qc) were not within range. The discordant results were reported to the physician(s). It is unknown on what instrument the samples were repeated on. The corrected results were reported to the physician(s). It is unknown if there were any reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the instrument posted errors and when qc was run, results were not within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that aspirate wash probe 4 was clogged. The cse removed the clog, primed the system, ran qc and calibrations and results were within range. The cause of the discordant results is a clogged aspirate wash probe 4. The instrument is performing according to specifications. No further evaluation of the device is required.